Event description:
The customer reported that the column lift was not working.

Manufacturer narrative:
The ge service rep troubleshoot the unit and found a loose connection. He tightened the connection and the unit tested ok.